Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements reaching 145 ohms. Device data was sent to rhythmcare for review. Rhythmcare discussed high shock impedance measurements trend and recommended lead replacement. Currently, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This correction report is being filed to include updates to the d4 model, d4 serial number, and h11 additional MFR narrative fields.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements reaching 145 ohms. Device data was sent to rhythmcare for review. Rhythmcare discussed high shock impedance measurements trend and recommended lead replacement. Currently, this lead remains in service. No adverse patient effects were reported.